Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported condition of not passing the upstream occlusion test which was reproduced as the device was unable to detect an upstream occlusion found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the upstream occlusion test in biomed service during testing. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.